Manufacturer narrative:
Analysis found that bearings, nose cone, seal, release collar and other parts were worn. During incoming inspection, the device sounded very rough and the nose cone overheated. Pre-repair temperature check performed at 80k after 60 seconds. The nose cone temperature was 135f and the middle temperature was 110f. The rear temperature was 100f. Bearings, nose cone, seal, release collar and other worn parts have been replaced. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) returned the device for preventative maintenance with no allegation of malfunction. There was no patient involvement.